Manufacturer narrative:
The facility biomedical engineer reported that the data acquisition board was reseated to address this issue. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the device due to to a data acquisition pcb adc reference failure. There was no patient harm

Manufacturer narrative:
The reported issue was confirmed by the facility biomedical engineer. The manufacturer's technical support technician advised the facility biomedical engineer that the data acquisition pcb to motor controller pcb cable may be faulty and to replace it to address the finding. Technical support provided the facility biomedical engineer with the part number, and advised the customer to troubleshoot further and call back as needed. No patient information has been provided. It is unknown whether this device was in use on a patient when the issue occurred.